Event description:
As reported, after the tension indicator of a 6f/7f mynx control vascular closure device (vcd) reached position, button 1 was pressed but could not be pressed. Hemostasis was achieved by manual compression for 30 minutes. There was no reported patient injury. The mynx vcd was used in an interventional treatment with a retrograde approach. The device was stored and prepared according to the instructions for use (IFU). After the sheath clamp caught the side wall of the vessel sheath, the balloon was inflated and the black marker of the inflation indicator was visible. The tension indicator was aligned with the markers on the handle halves before attempting to deploy. The button was not depressible, not even partially. No damage was noted to the button. The handle was picked up with the right hand and withdrawn, and after removal, damage was found to the sheath assembly. Further described as the cannula assembly was damaged/broken. A 7f non-cordis femoral sheath was used and there were no kinks in the sheath or device after removal. The access site was the femoral artery the femoral artery suitability was verified on angiography, including the insertion angle of the vascular sheath introducer. The user was trained to the device. The device will be returned for analysis. .

Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.